Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead threshold had been high for an extended period of time. The pace/sense portion of the lead was capped and replaced. It was further reported that when the new pace/sense lead was placed with the lead tip near the lead tip of the defibrillation lead the thresholds were high but when repositioned away the thresholds were fine and the physician indicated the high thresholds were possibly due to the tissue at the location. No patient complications have been reported as a result of this event.